Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported upon removal, the catheter "snapped". As a result, an x-ray revealed the catheter was approximately six and one half inches deep from the skin. The remaining portion of the catheter was measured to be one inch and it remains in the patient. No patient complications were reported.